Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The consumer stated that during removal a u by kotex click super tampon came apart. She sought medical assistance for pain and was diagnosed with a uti and was prescribed medication.